Event description:
It was reported that during a cranial case the navigation mask was unable to be registered. The mask was eventually able to be registered. The procedure was completed successfully. No significant delays or known impact to the patient were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document correction, the device listed was found to not be a contributing factor to the event, no MDR was needed. Correction made, device did not malfunction.

Event description:
It was reported that during a cranial case the navigation mask was unable to be registered. The mask was eventually able to be registered. The procedure was completed successfully. No significant delays or known impact to the patient were associated with the event.